Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Initial interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. High internal battery impedance puts a device at risk for system resets to occur due to temporary high-power consumption related to telemetry attempts. If three (3) system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation, as was observed in this device. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow up. Upon interrogation, the device reverted to safety mode operation. The safety mode parameters were similar to how the device had been programmed for the patient's chronic atrial fibrillation (af); therefore, the patient was asymptomatic to the change and was released to home. A device replacement procedure was scheduled for two weeks out. However, the device was explanted and replaced three days later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device follow up. Upon interrogation, the device reverted to safety mode operation. The safety mode parameters were similar to how the device had been programmed for the patient's chronic atrial fibrillation (af); therefore, the patient was asymptomatic to the change and was released to home. A device replacement procedure was scheduled for two weeks out. However, the device was explanted and replaced three days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.